Manufacturer narrative:
Findings: compromised forced sensor alarm during the basic occlusion test due to moisture damage on force sensor resistor. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was 150 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.